Event description:
It was reported that the customer passed away, and the customer was not wearing the insulin pump at time of death. The last blood glucose reading registered in the blood glucose meter on (B)(6) 2013 was 126mg/dl. It was stated that the customer passed away due to diabetic complications to kidney, immune system and may have gotten a virus while on vacation that cause his glucose level to go out of control. It was stated that the customer was off the insulin pump fifteen days before passing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.